Manufacturer narrative:
Continuation of medical devices: product ID 3889, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient went to the ER because they were bleeding through their clothes. A second call from the patient determined that they thought that their lead may have "slipped" because they felt stimulation in a different area. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.